Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and abortion spontaneous ("miscarriage") in a 28-year-old female patient who had essure (batch no. 624497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2012. The patient's concurrent conditions included vaginal burning sensation, vaginal delivery, vaginal pain, abdominal pain, discomfort (in the suprapubic and lower quadrant areas.), bleeding breakthrough, hemorrhoids, decreased appetite, fatigue, dizziness, palpitation, peripheral swelling, gastroesophageal reflux disease and heartburn. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (cystoscopy and a laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, pregnancy with contraceptive device, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the insertion date given in the source document was not captured as it was a future date(05-november-2017). Surgical pathology report gross description: attached is a left fallopian tube with fimbria which was pink-tan and measures 7 cm in length and 0.7 cm in diameter. There are no serosal adhesions. The fallopian tube has been previously ligated and proximal to the ligation there was a thin coiled wire inserted into the lumen. The attached right fallopian tube with fimbria measures 5 cm in length and 05 cm in diameter. There are no serosal adhesions. The fallopian tube appears to have been previously ligated and proximal to the ligation there was a thin coiled wire inserted into the lumen. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records, new reporter, patient relevant information, lab data, esuure indication permanent birth control by bilateral occlusion of the fallopian tubes , start stop date, lot number 624497, new events abnormal bleeding (vaginal, menorrhagia) and pregnancy (stillbirth or miscarriage) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and abortion spontaneous ("miscarriage") in a 28-year-old female patient who had essure (batch no. 624497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2012. The patient's concurrent conditions included vaginal burning sensation, gravida, vaginal pain, abdominal pain, discomfort (in the suprapubic and lower quadrant areas.), bleeding breakthrough, hemorrhoids, decreased appetite, fatigue, dizziness, palpitation, peripheral swelling, gastroesophageal reflux disease and heartburn. Concomitant products included paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first and second trimesters of pregnancy. The patient was treated with surgery (cystoscopy and a laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the insertion date given in the source document was not captured as it was a future date((B)(6) 2017). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion surgical pathology report gross description: attached is a left fallopian tube with fimbria which was pink-tan and measures 7 cm in length and 0.7 cm in diameter. There are no serosal adhesions. The fallopian tube has been previously ligated and proximal to the ligation there was a thin coiled wire inserted into the lumen. The attached right fallopian tube with fimbria measures 5 cm in length and 05 cm in diameter. There are no serosal adhesions. The fallopian tube appears to have been previously ligated and proximal to the ligation there was a thin coiled wire inserted into the lumen. 09-oct-2014, surgical pathology report, final diagnosis: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy vll'ith bilateral salpingectomy: uterus: 89 grams endometrium: benign proliferative endometrium. Myometrium: no significant pathologic abnormality. Cervix: mild chronic cervicitis. Bilateral fallopian tubes: no significant pathologic abnormality. No malignancy. Gross description: uterus, cervix, bilateral fallopian tubes received in formalin is an 89 gram uterus and cervix with attached bilateral fallopian tubes. The uterus measures 7 cm superior to inferior, 5.5 cm left to right, and 3 cm anterior to posterior. The serosa was pink-tan and smooth with no adhesions. The ectoceivix was tan- grey, smooth, glistening and 4.8 cm in diameter. The os was widely patent at 1.5 cm in diameter. The endometrial cavity measures up to 2 cm in diameter. The endometrium is tan to mildly hemorrhagic and less than 0.2 cm thick. The myometrium is pink-tan, mildly trabeculated and up to 1.8 cm thick. On serial sectioning, there are no intramural. Subserosai or submucosal nodules. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received. Concomitant drugs were added. Events depression and mental anguish added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain'), dysmenorrhoea ('dysmenorrhea/dysmenorrhea (cramping)') and abortion spontaneous ('miscarriage') in a 28-year-old female patient who had essure (batch no. 624497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2012. The patient's concurrent conditions included vaginal burning sensation, gravida, vaginal pain, abdominal pain, discomfort (in the suprapubic and lower quadrant areas.), bleeding breakthrough, hemorrhoids, decreased appetite, fatigue, dizziness, palpitation, peripheral swelling, gastroesophageal reflux disease, heartburn and bipolar disorder. Concomitant products included docusate sodium (colace), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscoplc-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy and cystoscopy and a laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the dysmenorrhoea, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the insertion date given in the source document was not captured as it was a future date((B)(6) 2017). She had been treated for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Diagnostic results: surgical pathology report. Gross description: attached is a left fallopian tube with fimbria which was pink-tan and measures 7 cm in length and 0.7 cm in diameter. There are no serosal adhesions. The fallopian tube has been previously ligated and proximal to the ligation there was a thin coiled wire inserted into the lumen. The attached right fallopian tube with fimbria measures 5 cm in length and 05 cm in diameter. There are no serosal adhesions. The fallopian tube appears to have been previously ligated and proximal to the ligation there was a thin coiled wire inserted into the lumen. On (B)(6) 2014, surgical pathology report, final diagnosis: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy vll'ith bilateral salpingectomy: uterus: 89 grams endometrium: benign proliferative endometrium. Myometrium: no significant pathologic abnormality. Cervix: mild chronic cervicitis. Bilateral fallopian tubes: no significant pathologic abnormality. No malignancy. Gross description: uterus, cervix, bilateral fallopian tubes received in formalin is an 89 gram uterus and cervix with attached bilateral fallopian tubes. The uterus measures 7 cm superior to inferior, 5.5 cm left to right, and 3 cm anterior to posterior. The serosa was pink-tan and smooth with no adhesions. The ectoceivix was tan- grey, smooth, glistening and 4.8 cm in diameter. The os was widely patent at 1.5 cm in diameter. The endometrial cavity measures up to 2 cm in diameter. The endometrium is tan to mildly hemorrhagic and less than 0.2 cm thick. The myometrium is pink-tan, mildly trabeculated and up to 1.8 cm thick. On serial sectioning, there are no intramural. Subserosai or submucosal nodules. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event genital bleeding was added. Event outcome for pain updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and abortion spontaneous ("miscarriage") in a 28-year-old female patient who had essure (batch no. 624497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2012. The patient's concurrent conditions included vaginal burning sensation, gravida, vaginal pain, abdominal pain, discomfort (in the suprapubic and lower quadrant areas.), bleeding breakthrough, hemorrhoids, decreased appetite, fatigue, dizziness, palpitation, peripheral swelling, gastroesophageal reflux disease and heartburn. Concomitant products included paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (cystoscopy and a laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy) and surgery (laparoscoplc-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the insertion date given in the source document was not captured as it was a future date((B)(6) 2017). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Surgical pathology report gross description: attached is a left fallopian tube with fimbria which was pink-tan and measures 7 cm in length and 0.7 cm in diameter. There are no serosal adhesions. The fallopian tube has been previously ligated and proximal to the ligation there was a thin coiled wire inserted into the lumen. The attached right fallopian tube with fimbria measures 5 cm in length and 05 cm in diameter. There are no serosal adhesions. The fallopian tube appears to have been previously ligated and proximal to the ligation there was a thin coiled wire inserted into the lumen. (B)(6) 2014, surgical pathology report, final diagnosis: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy vll'ith bilateral salpingectomy: uterus: 89 grams endometrium: benign proliferative endometrium. Myometrium: no significant pathologic abnormality. Cervix: mild chronic cervicitis. Bilateral fallopian tubes: no significant pathologic abnormality. No malignancy. Gross description: uterus, cervix, bilateral fallopian tubes received in formalin is an 89 gram uterus and cervix with attached bilateral fallopian tubes. The uterus measures 7 cm superior to inferior, 5.5 cm left to right, and 3 cm anterior to posterior. The serosa was pink-tan and smooth with no adhesions. The ectoceivix was tan- grey, smooth, glistening and 4.8 cm in diameter. The os was widely patent at 1.5 cm in diameter. The endometrial cavity measures up to 2 cm in diameter. The endometrium is tan to mildly hemorrhagic and less than 0.2 cm thick. The myometrium is pink-tan, mildly trabeculated and up to 1.8 cm thick. On serial sectioning, there are no intramural. Subserosai or submucosal nodules. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (cystoscopy and a laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: the insertion date given in the source document was not captured as it was a future date ((B)(6) 2017). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.